Event description:
Customer reported that t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. After trying different charging supplies and successfully getting pump to charge, customer was informed not to use third-party charging supplies for long-term use unless for troubleshooting. Technical support arranged for a replacement tandem wall adapter and charging cable to be sent via two-day shipping, and no further assistance was required.